Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). On sep 13, 2018 it was reported that initially the complaint was found that it was preventive maintenance. Later it was noticed that the unit required repair. During evaluation of the device on it was determined that the device was an aged repair and needed to be upgraded to a tier 4. The sideplates, roller, and comb were damaged. The customer denied the aged repair quote. The root cause of the reported event could not be specifically determined with the information that was provided. The customer declined the aged repair quote. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Based on the information provided, this investigation determined that there is no need for further action (ie/CAPA/scar/hhe/d) at this time. This complaint will be tracked and trended for any adverse trends that may require additional actions.

Event description:
It was reported that initially the complaint was found that it was preventive maintenance. Later it was noticed that the unit required repair. Upon investigation, it was determined that the device had a bent comb. No adverse events were reported as a result of this malfunction.